Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low crpl3 c-reactive protein gen.3 result for one patient sample. The initial result was 0.39 mg/l and was reported outside the laboratory. The physician did not believe this result because the previous results for the patient were high. A sample that had been drawn at the same time as the original sample was tested and the result was 58.89 mg/l. There was no allegation of an adverse event. The reagent lot number was 238106. The expiration date was requested but was not provided. Calibration and qc results on the day of the event were acceptable. Review of the provided reaction curves did not indicate any issues. Contamination due to misadjustment of the water pressure or probe position could be excluded. The difference between the reaction curves for the two testings indicated no sample was pipetting for the first test which generated the erroneous result. A specific root cause could not be identified, but accumulated contamination on the sample probe was suspected to be the root cause. The customer reported no further issues.